Manufacturer narrative:
The patient who reported mw5111691 did not include their name or contact information. Therefore, neuronetics was unable to confirm that a neurostar device was used to treat the patient. Furthermore without information from the patient and/or provider important data related to comorbidities and concomitant medication was unavailable to fully investigate the event.

Event description:
Neuronetics received a patient reported medwatch (mw5111691) alleging severe reactions to tms treatment including suicidal ideation, worsening depression, dizziness, and tiredness.